Event description:
Additionally reported was "severe contour deformity of the left lower pole and palpability on the left lower pole anterior breast." The following reported events have been deemed not related to the device: "evaluation of the pocket with palpation revealed a large palpability on the anterior surface of the pocket, which was likely remnant of the previously placed galaflex that had bunched up and was quite palpable and visible." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy was observed after autoclave disinfection process. Intact and functional. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported and healthcare professional confirmed capsular contracture, baker grades IV. Affected side is left. The device remains implanted.